Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (2.5 mcg/ml at 599.2 mcg/day), clonidine (250 mcg/ml at 59.92 mcg/day), and bupivacaine (40 mg/ml at 9.588 mg/day) via an implanted pump. The patient¿s medical history included multiple sclerosis (ms). The indication for pump use was non-malignant pain. It was reported that since the end of (B)(6) 2016 or the first part of (B)(6) 2016 the patient had been experiencing a high level of pain in more of her legs and feet; it felt like burning/like fire. The patient had been using her ptm (personal therapy manager) every 2 hours and the dosing amount was changed for the boluses. The patient also had pre-existing vaginal pain that had gotten worse. The patient was not exhibiting a normal ms flare up, had a uti (urinary tract infection), had a blood pressure change, and was experiencing anxiety and stress from the pain level. The patient was hospitalized. They had to keep the patient in the hospital to get her blood pressure regulated. Per the reporter, it had been 18 years since the patient had last had an MRI related to the patient¿s ms. The patient¿s neurologist wanted to check the patient¿s spine and see how things were doing because the patient was experiencing the high level of pain and the patient¿s pump managing physician wanted to check things out with the pump and make sure it was where it was supposed to be. The neurologist wanted brain, thoracic, lumbar, and spinal mris and the pump managing physician wanted thoracic and lumbar mris without contrast, so they were trying to combine the mris for the two doctors. On (B)(6) 2016 they started an open MRI and had to stop it because the patient couldn¿t handle her new pain and the patient had to go to the bathroom; it was noted that the patient didn¿t make it in time. They needed to finish that MRI and she had to have two other mris done. Per the reporter, the pump started back up after the MRI. As of (B)(6) 2016 the uti symptoms had gotten better and things had settled down.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.